Event description:
The customer reported that patient samples are recovering with erroneous high platelet (plt) results with suspect messaging when cycled on the dxh560 al hematology instrument compared to a rerun of the sample on an alternate instrument. Erroneous resutls were not reported outside of the laboratory. There was no report of death, injury, delay or change to patient treatment or diagnosis. There was no report of harm to patient or user. Printouts of the event were provided. Printouts received indicated two patient samples (sample 1 and sample 2) recovered with low wbc, rbc, red cell distribution width (rdw) and mean corpuscular hemoglobin concentration (mchc) with high hematocrit (hct), mean corpuscular hemoglobin (mch), mean platelet volume (mpv) and plt results compared to an alternate instrument the customer believes to be correct. Both runs recovered with suspect messaging. All other parameters correlated between runs. The third printouts received indicated one patient sample (sample 3) recovered with low wbc, rbc and rdw and high hct, mch, plt and mean corpuscular volume (mcv) results compared to an alternate instrument the customer believes to be correct. Both runs recovered with suspect messaging. All other parameters correlated between runs. The next printouts received indicated one patient sample (sample 4) recovered with low wbc, rbc, hct, rdw and high mch, mchc, plt and mpv results compared to an alternate instrument the customer believes to be correct. Both runs recovered with suspect messaging. All other parameters correlated between runs. The last printouts received indicated one patient sample (sample 5) recovered with low wbc, rbc, hct and high mch, mchc, plt and mpv results with suspect messaging compared to an alternate instrument the customer believes to be correct. All other parameters correlated between runs. Onsite service was scheduled.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument and found the main board was faulty causing the issue. The fse replaced the main board, shear valve and rbc bath o-ring resolving the event. The instrument was verified to be operational per established test and inspection procedures. Bec internal identifier- (B)(4).